Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-01241. On (B)(6) 2011, the plaintiff was implanted with the ams miniarc precise sling to treat her pelvic organ prolapse and stress urinary incontinence. It was alleged by the plaintiff's attorney that, as a result of having the mesh products implanted in her, the plaintiff, has experienced significant mental and physical pain and suffering, has sustained permanent bodily injury, will likely undergo corrective surgery and, endured impaired physical relations with her husband. It was also alleged that, as a result of the implanted mesh, the plaintiff has suffered, and will continue to suffer, physical pain, mental anguish, emotional distress, disfigurement, disability, and loss of enjoyment of life.